Event description:
On 01/30/09, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39:784-787. The following info was derived from this article: a wallstent enteral endoprosthesis stent with unistep plus delivery system was used for a duodenal stenting procedure (pt age, gender, and weight unk). According to the article, pt developed delayed stent dysfunction as a result of stent migration. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.